Event description:
It was reported that during a procedure, at 3000 joules, the "fiber sinks into prostatic tissue" was noted. An alternative procedure (turp) was used to complete the procedure. No injury to the patient reported. There was no further information provided.

Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap and metal cap are detached; the glass cap /metal cap are not returned; the outer flow tubing open end exhibits melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.